Manufacturer narrative:
(B)(4). Date sent: 7/3/2023. B3: only event year known: 2022. D4: batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a 70 year old female patient with history of gerd and diverticulitis underwent a laparoscopic left colectomy. Operative note indicates surgeon noted extreme scarring of the sigmoid colon due to ¿unknown issues,¿ with hardening of the mid to distal sigmoid colon that appeared to be the location of a stricture. Part of the sigmoid colon was tethered to the sidewall of the pelvis that proved very difficult to release. The surgeon used a ¿gold loaded covidien stapler¿ to staple and transect the proximal end of the colon, and a ¿purple loaded covidien stapler¿ was used to staple and transect the distal portion of the specimen. Sizers were used and the surgeon determined a ¿33mm circular stapler¿ was appropriate. The stapler was fired in the usual fashion, but the surgeon noted a ¿complicating event.¿ as the stapler was being removed, the posterior segment of the anastomosis ¿completely tore open,¿ and the surgeon noted it was ¿difficult to ascertain why this occurred.¿ operative note indicates ¿there was still tissues attached to the stapler that would not let go upon trying to pull out the stapler,¿ which led to the anastomotic tear. The surgeon resected this portion and ¿elected to use a 29 mm circular stapler¿ to redo the anastomosis. After firing, two complete donuts were noted, but a leak test produced bubbling. As a result, the surgeon elected to perform a loop ileostomy (leaving the anastomosis in place). The patient progressed slowly postoperatively and was discharged on pod #5. A follow-up colonoscopy two months later showed a patent end-to-side colo-colonic anastomosis in the rectum with patchy mild inflammation consistent with diversion colitis in the descending and transverse colon. The patient continued to progress post-operatively, and three months post-op, the ileostomy was reversed.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2023.